Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged having difficulty in breathing/short of breath . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged having difficulty in breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found dirt ,dust, dander, black hair contamination. The device's downloaded event log was reviewed by the manufacturer and found the following error log e-130, e-200, e-53. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.